Event description:
According to the reporter: during a segmental resection of the top right lobe of the pt, the stapler did not staple properly. The lobe was clamped immediately by the surgeon. The pt issue was resolved. No significant blood loss was reported.